Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that at the end of an IV push, the patient's husband and the nurse noted that there was a leak where the syringe is bonded to the texium tip. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a leak where the syringe is bonded to the texium tip was not confirmed. Visual inspection of the texium needle-free syringe noted no anomalies. Functional testing resulted in no leaking. The root cause of the reported leak at the texium tip could not be determined.

Event description:
The customer reported that at the end of a methotrexate IV push, the patient's husband and the nurse noted that there was a leak where the syringe is bonded to the texium tip.